Manufacturer narrative:
Potential harm to patient due to delay in biopsy results. Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, "the needle was not passing test during a biopsy, while a patient was on the table. Second needle passed test, was working, but still had issues with taking multiple core samples and a non diagnostic sample was taken. The patient exam has to be repeated." No additional details available.

Manufacturer narrative:
Three eviva needles all with the same lot number were returned under the reported complaint number. The investigator did a batch analysis on the devices. One device failed for soft firing, the probable contributor for this failure mode is a slow piston in the handle assembly. The other two device passed with no issues found. This observation will be monitored and trended.